Event description:
It was reported that during a peripheral percutaneous intervention, a guide wire tip was detached. Arterial access was obtained via right posterior tibial artery. The chronic total occlusion target lesion was located in the heavily calcified distal superficial femoral artery. A 300cm, 8cm v-18 control wire guide wire was used to crossed the lesion, subsequently, a 5.0mm x 40mm x 135cm sterling balloon catheter was advanced over the wire in an attempt to cross the distal cap of a distal sfa. However, the attempt was unsuccessful. The v-18 control wire guide wire was then replaced with a 300cm journey guide wire and was advanced through the sterling balloon catheter. After removal of the balloon catheter, a 0.9 non-bsc laser fiber catheter was advanced over the wire and the physician attempted to pull back without resistance the guide wire to straighten the tip. The physician detected that the guide wire tip was broken and the detached portion was constrained within the lumen of the laser catheter. It was then removed by carefully pulling out the laser catheter under fluoroscopic guidance to ensure that the wire was safely removed along with it. All parts were removed from the patient and the procedure was continued with the physician reintroducing the 5.0mm x 40mm x 135cm sterling balloon catheter over the wire. Upon inflation, it was noted that the distal part of the balloon catheter shaft was kinked. The physician deflated the balloon and removed it. The procedure was completed and no patient complications were reported. Patient was sent home.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the corewire was detached at the distal end of the inconel connector, proximal from where the high torque sleeve (hts) meets the corewire. The corewire fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. There was a bend in the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).